Event description:
It was reported that the subject device had a reading error on screen. The event occurred during preparation for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device had error e224 showing on monitor due to a faulty connector with scratches on its pins. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a reading error on screen. The event occurred during preparation for a diagnostic procedure. There were no reports of patient harm.